Manufacturer narrative:
Submit date: 09/28/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer stated that the unit is under/over feeding. On (B)(6) 2016 the customer stated that the set rate was 300ml or something near that, and the delivered rate was unknown. The patient is anorexic and was being very difficult and trying to stop the feeding. No further information is available.

Manufacturer narrative:
Submit date: 03/10/2017. An evaluation of the kangaroo epump was performed for the reported condition of the unit under/over feeding. The unit was triaged and the reported issue could not be confirmed. No faults were observed during testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.